Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on an unknown date, a 14-year-old male child patient's infusion set's tubing detached/broken at the site connector. Therefore; the patient's blood glucose level was 300 mg/dl at the time of the event. Moreover; the infusion had been used for less than one day. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.